Manufacturer narrative:
The lay user/patient¿s meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed performance testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On december 5, 2023, the lay user/patient contacted lifescan (lfs) united states, alleging that her onetouch verio2 meter read inaccurately erratic. The complaint was classified based on the customer care agent (cca) documentation and on additional information obtained when the medical surveillance specialist reviewed the call recording. During the call, the patient was unable to confirm when the alleged meter inaccuracy began. The patient stated that she manages her diabetes with oral medication (metformin 500 mg once daily). She did not report making any changes to her normal diabetes management regimen due to the alleged issue. On (B)(6), 2023, at 11:38 am, the patient claimed she woke up with hypoglycemic symptoms described as ¿sweaty, weak and felt like passing out.¿ in response to the symptoms, the patient stated that she tested her blood glucose with the subject meter and obtained back-to-back results of ¿545, 229, 217 mg/dl.¿. The tests were taken within 3 minutes of each other. The patient stated that she sat for a while and treated herself with food (peanut butter and crackers) at 11:45 am, shortly after taking the tests. The patient did not use any other device to test her blood glucose. During troubleshooting, the cca confirmed that the unit of measure was set correctly on the subject meter. The cca determined that the same approved sample site was used for testing and that the correct testing process was being followed. The cca confirmed that the test strips were in good condition. The cca noted that the patient did not have control solution available to perform a quality control test. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury adverse event while using the product. The subject meter could not be ruled out as a cause or contributor to the event.

Manufacturer narrative:
Similar complaints for this issue were trended including the reported meter. It was concluded that the number of complaints for the meter did not breach thresholds indicative of a systemic issue. In addition, similar complaints for this issue were trended for the test strip lot. It was concluded that the number of complaints for the lot did not breach thresholds indicative of a systemic issue.